Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported the miniloc safety infusion set was used to access a patient's port. When the nurse flushed with saline, the tubing where it attaches to the needle began to leak. When the nurse pulled back with the syringe to check blood return, air from the hole pulled into the tubing. The port was promptly de-accessed (the faulty huber needle was not kept) and re-accessed with a new miniloc safety infusion set with no complications. No other information was provided.